Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the bezel assembly and display were replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the stylus touched the programmer screen, the screen had no reaction. The programmer was returned for servicing. There was no patient involvement.